Event description:
It is reported that an operative surgeon inquired several months ago about a foreign object in a knee performed in 2005. Process of elimination led to the identification that the nexgen articular inserter contains two small spheres.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.